Manufacturer narrative:
Additional information has been provided. The following changes have been made below. B.5. Describe event or problem: it was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there was an ongoing issue with stopper not being fully removed from bd vacutainer tubes, in this case it is for cat 367815 lots 2217221, 2257769, and 2236573."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there was an ongoing issue with stopper not being fully removed from bd vacutainer tubes, in this case it is for cat 367815 lots 2217221, 2257769, and 2236573."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there was an ongoing issue with stopper not being fully removed from bd vacutainer tubes, in this case it is for cat 367815 lots 2217221, 2257769, and 2236573."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally evaluated for closure separation: lot #'s 2257769 and 2236573 performed within specification. Lot # 2217221 had one failure and was therefore confirmed for closure separation. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for closure separation for lot # 2217221 based on the testing completed. This complaint is unable to be confirmed for closure separation for lot #'s 2257769 and 2236573. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "there was an ongoing issue with stopper not being fully removed from bd vacutainer tubes, in this case it is for cat 367815 lots 2217221, 2257769, and 2236573."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2217221. Medical device expiration date: unknown. Device manufacture date: unknown medical device lot #: 2257769. Medical device expiration date: 2024-01-31. Device manufacture date: 2022-09-14. Medical device lot #: 2236573. Medical device expiration date: 2024-01-31. Device manufacture date: 2022-08-24 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.